Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy to address an afs lesion on the left side, utilizing a crossover approach. During the procedure, the catheter became occluded, the sound altered, and it stopped functioning. Blood was observed coming out of the wire lumen at the back of the device. The procedure was successfully completed with the use of an alternative device. No patient injury was reported.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was received for evaluation. A catheter was physically investigated. During physical investigation a heavy clogged catheter, 2 unopened guide wire and an unopened drape were received. At first the guide wire would not go through the catheter, but after flushing it ID. The aspiration test could be performed and slightly lower aspiration level than nominal was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot number), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy to address an afs lesion on the left side, utilizing a crossover approach. During the procedure, the catheter became occluded, the sound altered, and it stopped functioning. Blood was observed coming out of the wire lumen at the back of the device. The procedure was successfully completed with the use of an alternative device. No patient injury was reported.